Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original packaging jar submerged in clear solution. All leaflets were in a closed position with a slight gap between leaflets 1 and 3. All leaflets were flexible and intact. All commissures were intact. The inflow and outflow frame aspects exhibited an elliptical appearance. Multiple frame struts, adjacent to the c paddle, were found severely distorted (kinks and bends) with one outflow crown bent outwardly. An additional frame strut, on the other side of the c paddle, was found bent. The damage is suggestive of possible frame misalignment during the loading process. Due to the returned condition of the valve, a loading simulation could not be performed. Image review: there were twenty-two fluoroscopy images provided for review. After reviewing the cine films, a misload is confirmed with outflow crowns being bent. The site reported a good fluoroscopy load verification, however there is no evidence of a fluoroscopy verification. There is evidence that the valve was recaptured and replaced with a new valve. The second valve was deployed successfully as reported. As stated in instructions for use; 19. Visually and tactilely inspect the capsule for a misloaded bioprosthesis. The capsule should be straight, smooth, and free of any bends, protrusions, or discolorations. If any of these conditions are felt or observed, the bioprosthesis is likely to be misloaded. Note: if a misload is detected, unsheath the bioprosthesis and examine the bioprosthesis for damage (for example, permanent frame deformation, frayed sutures, or valve damage). Do not attempt to reload a damaged bioprosthesis; if no issues are found, a second attempt may be made to load an undamaged bioprosthesis. However, the catheter, loading system, loading tray, and saline must be replaced with new sterile components. Do not load the bioprosthesis onto the catheter more than 2 times or after it has been inserted into a patient. 24. Before inserting into a patient, visually inspect the loaded b ioprosthesis under fluoroscopy. Note: if a misload is detected, unsheath the bioprosthesis and examine the bioprosthesis for damage (for example, permanent frame deformation, frayed sutures, or valve damage). Do not attempt to reload a damaged bioprosthesis; if no issues are found, a second attempt may be made to load an undamaged bioprosthesis. However, the catheter, loading system, loading tray, and saline must be replaced with new sterile components. Do not load the bioprosthesis onto the catheter more than 2 times or after it has been inserted into a patient. Slowly rotating the capsule 360°¿while using ap is needed, high resolution imaging at increased magnification for the valve inspection. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve (B)(6), the delivery catheter system (dcs) became rigid when the valve was loaded and the valve became dented. It was reported that the issue was with the compression loading system (cls) and not the step-by-step process of the loading assembly. This was not visible on fluoroscopy load verification. During implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) deployed the valve to 80%, however the valve showed some "dented" areas and "fold" within the crowns of the outflow portion of the valve. The portion of the valve that had been deployed appeared to expand normally, but the region of the valve that showed the "dents" in the crowns did not expand. The nodes/crowns that were in the outflow region of the valve positioned between the paddles to the right of the fluoroscopy or in the position of the right and left coronary sinuses were the nodes affected. The system was replaced. The replacement valve was opened and loaded into the same dcs. The replacement valve also began to show the same dents and folds as the previous valve. The dcs therefore was exchanged. The following load and implant was completed as expected and successfully. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.